Event description:
Customer reported low advia centaur psa patient results to the physician. Customer repeated the samples and the psa results were elevated. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant psa results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was due a mechanical issue where the sample rack movement was restricted due to a cuvette lodged in the inprocess queue thus causing the samples to be mismatched with the rack position. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.